Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Visual analysis of the lead revealed a severe kink with all wires broken within proximity of the swift lock anchor cam mark. The cam marks (compression marks) on the lead from the swift lock when aligned to the swift lock placement showed the fracture was at the distal (male) end of the anchor. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Reference MFR report: 1627487-2011-01271. The pt received her scs system, including a percutaneous lead and anchor, on (B)(6) 2010. It was reported that the pt lost stimulation. Diagnostic tests exhibited invalid impedance measurements on all lead contacts. The physician explanted the lead and anchor on (B)(6) 2011, and the lead was replaced with a surgical lead. No further pt complications were reported.